Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant nonconformance. Root cause cannot be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results compared with physician's inratio meter and the lab. Results as follows: date: (B)(6) 2014; patient's inratio: 3.8; physician's inratio: 2.6; lab: 2.8. All three tests were done within 20 minutes. Patient self tester's therapeutic range: 3.0-3.5. Patient self tester is milking finger after fingerstick.